Event description:
A malfunction code, malf 12, was reported on a customer's pump, which had occurred at least three times on the device. The impact on the customer's blood glucose level was unknown as the customer declined to answer whether their bg exceeded 500 mg/dl. To address the issue, technical support decided to replace the pump, which was still under warranty. The customer was informed on how to switch to a backup therapy using multiple daily injections (mdi) to prevent interrupted insulin delivery and instructed on how to place the pump in storage mode before returning it to tandem with a pre-paid label within 10 days.